Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))/migration of essure device location of device: fundus of uterus/essure coil grown into fundus of uterus'), embedded device ('the right-sided essure coil was noted to be embedded within the endometrium and myometrium/displaced right essure coil was in the posterior myometrium') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included tenderness breast, breast mass, breast cyst, spinal pain, abdominal pain, uterine leiomyoma, benign neoplasm of ovary, adenomyosis and nabothian cyst. Concomitant products included oral contraceptive nos from 2007 to 2012. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation ("incidental uterine perforation"), 3 months 1 day after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("left lower side pain/left sided pain"). The patient was treated with surgery (total hysteroscopy with essure coil removal and laparoscopy with bilateral tubal ligation). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, embedded device, uterine perforation and genital haemorrhage outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, embedded device, fallopian tube perforation, genital haemorrhage and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: unilateral occlusion (left tube occluded), migration of essure device. Expulsion of the right essure catheter into the uterine cavity. The right fallopian tube is opacified with free spill of contrast on the right side. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2019: pfs and mr received. Reporter information were added. Date of insertion and removal added. This case become incident. Medical history, lab data, concomitant drug added. Events added- abnormal bleeding (general), perforation (fallopian tube(s))/migration of essure device location of device: fundus of uterus, the right-sided essure coil was noted to be embedded within the endometrium and myometrium/displaced right essure coil was in the posterior myometrium, pain/left lower side/left sided pain, incidental uterine perforation. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.